Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient exhibited twiddler's syndrome. The right ventricular lead was explanted and replaced. No other information was available.